Event description:
Reason for revision: pain and alval/soft tissue reaction.

Manufacturer narrative:
The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this case closed to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Dob and complainant information updated. This complaint was updated on aug 31, 2017.

Manufacturer narrative:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint: asr revision, asr hip resurfacing system (left), reason for revision: pain and alval/soft tissue reaction. Update: date for revision added, (B)(6) update spreadsheet dated 28 october 2011. Update 21 jan. 2016: added revision hospital, added manufacture and expiry dates to products, updated file handler details. Taken from claimsuite update 19 january 2016 (pd 21 jan. 2016) update jul 24, 2017: claim letter, reconciliation patient name and asr claims snapshots received. There is no new allegation. Dob and complainant information updated. This complaint was updated on aug 31, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.